Event description:
The patient stated that she went to the hospital last week due to a study that was being conducted. The patient was told to remove the sensor, and when she did, the site started bleeding. The patient put pressure, but that didn't seem to work. The patient needed assistance by an emergency room doctor in order to stop the bleeding. The patient stated that she has experienced bleeding before, but nothing this bad. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.